Manufacturer narrative:
The customer¿s report of a secondary infusion of flagyl appearing to infuse rapidly was not confirmed. The pcu event log showed that at the time of the reported event, the pump module was infusing maint ivf + 20meq kcl at 125ml/hr. At 3:28 am on (B)(6) 2015, a remote IV request was received for a secondary infusion of metronidazole 500mg/100ml to infuse at a rate of 100ml/hr with a vtbi of 100ml and the secondary infusion was started. The secondary infusion ran for approximately 25 minutes. The infusion was started at 3:28 am and then paused at 3:49 am. The infusion was restarted at 3:50 am and then paused again at 3:53 am. The pump module was then channeled off at 4:12 am and the system was shut down. The volume recorded as being infused during this timeframe was 39.757ml. The pump module and affected primary and secondary sets were tested on-site. No malfunctions were observed, and the pump module was found to be infusing within specification. The root cause of the reported secondary infusion of flagyl appearing to infuse rapidly was not identified.

Event description:
The customer reported;"flagyl secondary appeared to infuse rapidly". The drip chamber of the primary IV set was full and the primary bag appeared to be overly full.